Event description:
He received erratic readings. He received a blood glucose reading of 301mg/dl and two minutes later, will get a reading of 97mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also received a reading of 20mg/dl and three minutes later was 400mg/dl. The difference between these readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. He also stated that some of the test strips may have gottten wet, although the strips were still in the foil wrapper. Customer service was sending a check strip, control solution, and sample strips.